Event description:
The pt received his scs system on (B)(6) 2011 with two percutaneous leads (from the same lot). It was reported that the pt's stimulation has become a bit unbalanced, too much on the left, not enough on the right and vice versa. Pt is scheduled to be reprogrammed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.